Event description:
Due to the difficulty accessing the cephalic vein, the user decided to insert the introducer into the subclavian vein puncture site. After introduction of the pacing lead, it was impossible to peel the introducer. It was necessary for the surgeon to make a new subclavian vein puncture; a new introducer and a new pacing lead were used to complete the procedure.